Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Data analysis showed that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device longevity dropped from 3 years to 2 years in a span of 3 months. Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported.